Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1gfe0, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with leads for essential tremor and movement disorders. It was reported the patient was having a stroke protocol MRI. The patient had left side weakness and unsteady gait. This was noted as a sudden change in symptoms. No further complications were reported as a result of this event.